Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation was not confirmed. No abnormalities were noted during analysis and lead resistance measurements were normal.

Event description:
It was reported that left ventricular (lv) lead was dislodged and it was noted that pacing was not delivered when required. The lead was surgically explanted. No additional adverse patient effects were reported.